Event description:
The customer reported that the screen on an 840 ventilator turned off and back on in under 30 seconds while on a pt. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and checked the connection on the graphic user interface (gui) to breath delivery (bd) cable. The cse could not duplicate the alleged malfunction. The unit passed extended self testing.

Manufacturer narrative:
(B)(4).